Event description:
A hemodialysis facility has reported that 30 minutes into treatment the machine alarmed and a blood leak was noted. A test strip confirmed the leak. No estimated blood loss was provided. A new system was strung and the pt completed their treatment without further issue. There is no known ill effect to the pt. There is no sample available for eval.

Manufacturer narrative:
(B)(4). The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.